Event description:
The lead was explanted due to a possible lead insulation defect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the suture sleeve was cut/damaged and the optim/outer insulations were cut damaged underneath the suture sleeve. The damage found was sustained during the surgical procedure. No defects in materials or workmanship were found.